Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found severe central stent damage. Stent struts were stretched, lifted and bunched with minimal damage on the proximal and distal end struts. The manufacturing crimp data for this device was reviewed and the maximum crimped stent profile was found to be within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found inner/outer extrusion kinks on the proximal side of the bi-component weld.the tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 28 synergy ii drug-eluting stent, the stent came off the balloon delivery system. The device never entered the patient's body and the procedure was completed with another 2.25 x 28 synergy ii drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 28 synergy ii drug-eluting stent, the stent came off the balloon delivery system. The device never entered the patient's body and the procedure was completed with another 2.25 x 28 synergy ii drug-eluting stent. No patient complications were reported.